Manufacturer narrative:
(B)(4). Corrected evaluation conclusion code from ¿device not returned¿ to the correct evaluation conclusion code of ¿device discarded by user, unable to follow-up¿

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro pa stated that the activation device (what's used to activate the device) is way to stiff and difficult to pull back to activate the device. States it's a serious problem. He states it's been every case but has no lot numbers or pt info and returned devices. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the last three lots shipped to the event site prior to the event date. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure,vasoview hemopro pa stated that the activation device (what's used to activate the device) is way to stiff and difficult to pull back to activate the device. States it's a serious problem. He states it's been every case but has no lot numbers or pt info and returned devices. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro pa stated that the activation device (what's used to activate the device) is way to stiff and difficult to pull back to activate the device. States it's a serious problem. He states it's been every case but has no lot numbers or pt info and returned devices. The hospital did not report any patient effects.